Manufacturer narrative:
Date of death and date of event - estimated based on procedure date of (B)(6) 2020.

Event description:
It was reported that a pericardial effusion and death occurred. A left atrial appendage (laa) closure procedure was performed. The laa implant was performed under standard protocol. Pre-procedure measurements were taken and a sweep for an effusion was conducted with nothing noted. Access was gained, transseptal puncture was performed and a sweep for effusion was conducted with nothing noted. The physician inserted a guidewire into the left upper pulmonary vein, introduced the watchman access system and then engaged the laa with a pigtail catheter and access system; again no effusion was noted. A contrast injection was made, a 27mm watchman laa closure device was prepped, inserted and deployed. No recaptures were performed. The release criteria were met and the closure device was released. Another sweep was made for effusion with nothing noted. Approximately two weeks after the implant, the patient became unresponsive. Cardiopulmonary resuscitation (CPR) was performed and the patient died at their home. An autopsy was completed and approximately 400cc of blood was found in the pericardial space.